Event description:
Product analysis of the returned generator found that the septum was not present in the septum cavity. During visual examination of the device, residue was observed on the pulse generator feed-thru assembly and is known to be related to the manufacturing process of the component. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. In addition, white deposits were observed on the pulse generator case and header. White deposits were also observed in the header septum cavity and the setscrew hex socket. No septum was observed in the header septum cavity. Based on the observed white deposits in the header septum cavity, suggest the septum was not present during all of the device implantation time. The pulse generator module performed according to functional specifications. Other than the white deposits, there were no performance or any other type of adverse conditions found with the pulse generator.